Manufacturer narrative:
The full lead was returned and analyzed and there was blood on the distal conductor of the lead and it was obstructed. There was blood on the distal conductor of the lead and it was not obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst commented that stylet insertion was performed. The stylet went through the lead but there was resistance due to blood not obstructed in distal conductor. The result was considered as passed. Guidewire insertion test result was failed due to blood obstruction in the distal end and tip nose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the guidewire and stylet could not be inserted more than one centimeter into the left ventricular (lv) lead during preparation for the procedure. A different lead was used. No patient complications have been reported as a result of this event.